Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 239 mg/dl, 250 mg/dl, and 114 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment rec'd. A request was made for the return of the affected product.